Event description:
It was reported that both the atrial and ventricular leads exhibited a polarity switch, and an insulation issue was suspected. The physician attempted to replace the atrial lead, but the patient developed a pneumothorax during the procedure, and the procedure was aborted. The atrial lead remains implanted, and the ventricular lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.